Event description:
It was reported that during education sessions, especially in the icus, eds, and surgical areas that enfit nasogastric were unable to function according to the IFU. Because of the fused enfit piece at the top of the nasogastric tube, it limits the ability to decompress the abdomen, the aspiration of viscous gi contents, and removal of blood clots.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection during design phase". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during education sessions, especially in the icus, eds, and surgical areas that enfit nasogastric were unable to function according to the IFU. Because of the fused enfit piece at the top of the nasogastric tube, it limits the ability to decompress the abdomen, the aspiration of viscous gi contents, and removal of blood clots.